Manufacturer narrative:
MDR 3003442380-2024-01466 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in china on (B)(6) 2024, it was reported that the patient faced an infusion set leakage at site. The issue occurred with two infusion sets. No further information was available.